Manufacturer narrative:
A device history record was not possible due to no lot/serial number was provided.

Event description:
Reportedly, the patient expired during implant of the device. Information was learned through email from the hvt sales rep that "there was a possible incident of a stent post suture looping incident where the patient died. Pt was extremely sick, and scheduled for an emergency surgery for possible mvr. Stent post suture looping was never confirmed, there apparently was concern that one or more leaflets were not aligning properly, surgeon cut numerous sutures (5) before witnessing ¿normal¿ leaflet alignment. Since it was never confirmed that a stent post had been looped, and the leaflets aligned ¿normally¿ after the cutting of numerous suture, it is now being questioned if the tricentrix system was deployed improperly or at all. The tricentrix delivery system model mitral valve has been used at this institution for many years (5 plus), and the surgeon implanting the valve has been using this particular model for many years at approx 4 other institutions since its release. Sales rep has learned the surgeon used 23¿24 sutures, cut 5 sutures, retrieved 2 of 5 pledgets, went off pump, valve was seated and looked fine, tee looked fine. Pt went into defib and never came off the table. The sales rep is confident that the valve was not the issue because they corrected the problem with the leaflets and the pressures were good. He suspects that one of the pledgets embolized. He spoke to the or nurse and she stated that it was such a horrendous case. She could not tell if the tricentrix was deployed as she did not rinse the valve but she knows the tech that did rinse the valve. It is suspected that the death was caused by a [ruptured papillary]. Sales rep will contact the surgeon¿s office and request a copy the operative report and the echo (if done after implant). No device s/n available. Sales rep has requested if someone from corp can visit and talk with this surgeon.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. A device history record review is currently in process.

Event description:
Patient underwent total knee arthroplasty on (B) (6) 2009. Subsequently, the patient was revised (B) (6), due to the anchor plug fracturing at the point of the spindle/centering sleeve interface.